Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Event description:
It was reported that insulin pump screen was cracked and drive support cap was damaged. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.